Manufacturer narrative:
(B)(4). D10 : cp0000901 - avl rs tibial bearing set - 601960; 161071 - oss avl poly tib bushing set - 594260. G2 : foreign country : europe : belgium. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it has been discarded. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee surgery. Approximately 2 years post-op, the patient was revised due to a fractured locking ring and tibial bushing, poly wear, and luxation of the poly. Attempts have been made and all available information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receiving additional information of the reported event, it was determined to be not reportable as this device did not dislocate and was fractured during extraction. The device involved in the event will be captured under 0001825034-2024-03022. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.